Manufacturer narrative:
Concomitant medical products: product ID 3898, product type: lead. Product ID 3708360, serial# (B)(4), product type: extension.

Event description:
Additional information reported the patient's surgical intervention was planned for the (B)(6) of 2015. It was noted the patient's lead and extension would be tested at the time of the revision. The patient was reportedly 'put on drugs and was waiting for a revision' at the time of follow-up and was not receiving effective therapy.

Event description:
It was reported the patient experienced a ¿sudden¿ loss of stimulation/therapeutic effect and stimulation in the wrong location. The patient had a lack of stimulation and the stimulation was ¿not working good when trying to reprogram the device.¿ impedance testing was performed and found high impedances with the lead. It was noted that x-ray imaging was performed; though the results were not reported at the time of initial report. It was stated there was a break/fracture of the lead. The lead and extension were to be replaced as a result of the event. The patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3898, product type: lead. Product ID: 37083-60, product type: extension. (B)(6).